Event description:
Since conversation from bard latex foley catheter to the bard all-silicone foley catheters, seven to ten male patients experienced erosion around the urethral meatus. This pt idenified, developed a necrotic flap, the size of a 50 cent piece, requiring debridement. The meatal erosion is circular, not related to catheter positioning. No known allergy to silicone and otherwise managed as with previous use of the latex catheter. The silicone catheter is not as pliable as the latex catheter and according to the sales rep, silicone can draw moisture from surrounding tissue.